Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep reseated the image processor, printed circuit board, and all power connections and reset the power supply one. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that there was a fatal error message during boot up, which happened twice and screen went black. This happened twice and screen went black. This happened during a procedure. No pt injury was reported.